Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/08/2024, it was reported by a facility representative via (B)(4) that an ar-8330h shaver handpiece is getting hot. This was discovered during a procedure. The case was completed with another device with no patient harm.

Manufacturer narrative:
Additional information. (Device not returned) the most likely cause for the reported event is a defective motor. This was attributed to normal wear and tear.